Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported a patient was having percutaneous transhepatic cholangiography (ptcd) treatment and leakage from the connection between the hub and catheter was noted. Another device was reportedly used to complete the procedure. No adverse effect to the patient reported.

Manufacturer narrative:
(B)(4). Investigation results - it was reported that "a patient underwent ptcd using ult7.0-35-25-p-5s-cldm-wf-hc. It was noticed that the leakage from the connection between hub and catheter. The same size of another device was used instead to complete the procedure. No adverse effect to the patient reported". Product was returned. Photos of the complaint device are available. A review of complaint history, device history record, review of documentation, drawing, instructions for us(IFU), review of manufacturing instructions, quality controls, and specifications. Investigation of the returned device photos revealed that it is free of any manufacturing defects. It is reasonable to suggest that the device met forces beyond his design during the placement and removal process determined by the user technique, which might have resulted in the malfunction of the device. Instructions for use (IFU) contains detailed instructions for use, with the following precautions: " these products are intended for use by physicians trained and experienced in diagnostic and interventional techniques. Standard techniques for placement of percutaneous drainage catheters should be employed. Manipulation of products requires ultrasound, fluoroscopy, or other imaging guidance. When inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture. A tfe-coated wire guide must be used with ultrathane® catheters. Activate the hydrophilic coating, if present, by wetting the catheter with sterile water or saline. For best results, keep catheter surface wet during placement. Catheters should be irrigated on a routine basis to ensure function. Patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter. Traction on the locking suture, if present, should be sufficient to ensure adequate retention of the tip, but should not be overly tight. Verify catheter tip configuration by fluoroscopy. It is recommended to use a wire guide when removing a locking loop catheter. The peel-away® pigtail straightener, if present, is not to be used as a vascular introducer sheath. The potential effects of phthalates on pregnant/nursing women or children have not been fully characterized and there may be concern for reproductive and developmental effects". A review of the non-conformance data, revealed one non-conformances noted for the complaint product lot number 7023379 for sideports, punched through / not manufactured to specification, an event unrelated to the present complaint event. A trackwise search for the rpn / lot number revealed no other complaint for this lot number 7023379. The drawing for "mac-loc¿ dawson-mueller drainage catheter (hydrophillic coating/hydrophillic coating and embedded marker band)" describes the device in detail and mention for this device, the manufacturing instructions, and the quality control documents. Manufacturing instructions (mi) "mac-loc locking loop catheter assembly" mention all the materials, operations and the labor procedures for a proper and correct device manufacturing. The quality controls (qc) final inspection for mac-loc locking loop catheter" instructs on verifying extensively the device against various types of defects: "verify correct proximal fitting is on catheter. Confirm correct stamping. Stamp must be legible and not smeared and, if specified, confirm presence of reinforcement sleeve. Verify proximal fittings have been glued, securing the suture, suture must be secure between cap and mac-loc. Flare must not be folded over opening in fittings". Numerous design verification and validation activities have been performed to ensure that this device meets design requirements, and that the device meets the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. Minimal information was provided to assist with this case. The complaint was confirmed based on the customers testimony. A definitive root cause cannot be determined. There is no evidence to suggest that the device was not manufactured according to specification. We have notified the appropriate personnel and will continue to monitor for similar complaints.

Event description:
It was reported a patient was having percutaneous transhepatic cholangiography (ptcd) treatment and leakage from the connection between the hub and catheter was noted. Another device was reportedly used to complete the procedure.. No adverse effect to the patient reported.